Event description:
International affiliate reports a set screw loosened in situ. Revision surgery was performed to remove and replace the device.

Manufacturer narrative:
Depuy spine has requested return of the device for eval. A follow up report will be filed upon receipt of the device and completion of the eval.